Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power on monitor) was confirmed. As received, the battery pack was unable to power on a monitor or charge. Upon evaluation, two of the battery tri-cells were depleted. The cause of the non-functional battery pack is the depleted/mis-matched cells. The root cause of the depleted/mis-matched cells cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack and reported that the battery pack was unable to power on a monitor.